Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly of the first smart coil evaluated. The embolization coil windings were offset. Conclusions: evaluation of the returned devices revealed that both smart coils embolization coil windings were offset. If the introducer sheath is not fully seated inside the microcatheter hub, the embolization coil may start taking shape inside the hub, and damage such as this may occur. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00400.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-00400.

Event description:
The patient was undergoing a coil embolization procedure in the posterior communicating artery (pcom) using penumbra smart coils (smart coils). During the procedure, while attempting to advance two smart coils through another manufacturer¿s microcatheter, the smart coils would only advance about three quarters of a centimeter into the hub of the microcatheter then became stuck; therefore, they were removed. It was reported that the physician was unable to connect the smart coils introducer sheaths to the end of the microcatheter hub. Therefore, the procedure was completed using another manufacturer¿s coils and the same microcatheter. There was no report of an adverse effect to the patient.